Event description:
It was reported that externalized conductors were observed on the rv lead during a system explant procedure. No electrical anomalies were detected when tested. The lead will be explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.